Event description:
It was reported that during a routine follow up the patient was feeling unwell and upon interrogation of this device safety mode was triggered. A device replacement will take place. No adverse patient effects were reported. Additional information received indicated that the device was explanted and replaced without complication. The device is expected to be returned for analysis.

Manufacturer narrative:
This report is being filed to update the patient codes.

Event description:
It was reported that during a routine follow up the patient was feeling unwell and upon interrogation of this device safety mode was triggered. A device replacement will take place. No adverse patient effects were reported. Additional information received indicated that the device was explanted and replaced without complication. The device is expected to be returned for analysis.